Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5094649.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient described the skin reaction as a rash that had bleeding, and scarring. During sensor removal the adhesive did not completely come off, the skin tore, and there was a burn looking mark after it healed. No additional patient or event information is available.